Event description:
Patient was admitted approximately 2 weeks ago with elevated vad flows and power since 5 days prior to admission. The concern was for imminent pump thrombosis. The patient had a CT 3d reconstruction the day following admission which revealed kinking of the proximal aspect of the outflow cannula, just beyond the outflow elbow causing moderate stenosis. Ldh continued to rise despite being on therapeutic bivalirudin for anticoagulation. The patient underwent lvad exchange heartmate ii to heartmate 3 approximately 8 days after admission. The patient developed vasoplegia and a cardiac arrhythmia on post-op day 1. The patient developed progressive cardiogenic shock and expired.